Manufacturer narrative:
One bivona® tts¿ cuffed pediatric with v neck flange tracheostomy tube was returned for investigation. The device was received inside a plastic bag and without its original packaging. Visual inspection was performed at a distance of 12" and under normal lighting. Examination found that the device had a number 5 marked on the connector; no further defect was noted. During functional testing, the device inflation balloon and cuff were inflated and the device was submerged under water. No bubbles (indicating a leak) were observed escaping from the device. The device inflation balloon was then squeezed and the airway line was moved back and forth and bubbles were observed escaping from the device and the leak was detected. The location of the leak was then visually inspected and it was found that there was a hole located on the inflation line. A review of the manufacturing process was conducted for a product similar to the reported device. Review found that the assembly process was conducted according to the procedures. The manufacturing facility also performed an in-process visual inspection of 32 products that were in the assembly area: this inspection showed no leaking issues with the products being assembled. When reviewing the leak test, it was observed that the cuff and airway line were not being manipulated. Investigation determined that the root cause of the inflation line hole was manufacturing. The most probable causes of the issue were the device being damaged after the device left the manufacturing facility or the leak was not detected during the leak test process.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. (B)(4)

Event description:
It was reported that a portex® bivona® neonatal and pediatric tts¿ tracheostomy tube cuff was defective after one week of use. It was clarified that the "balloon hose" was defective. The patient was transitioned to a tracheostomy shield. No patient injury was reported.